Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was visually observed with blood in the dialysate line. Estimated blood loss was unk. Patient had no ill effects. Sample is available.